Event description:
It was reported the pt is experiencing discomfort around her ipg site. The pt stated, the pain felt like pressure as if something was pushing on the ipg. She denied she had experienced any trauma to the site. It was reported the pt planned to schedule an appointment with her physician to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.